Event description:
Health professional reported after injection in the "midface" of juvederm ultra plus xc and juvederm ultra xc the pt experienced skin discoloration, edema, induration and necrosis in the nasolabial folds area. The pt was treated with vitrase, augmentin, parenteral rocephin, nitropase, and antibacterial cream. The symptoms have resolved. This is the same event and the same pt reported under MDR ID # 3005113652-2012-00115 ((B)(6)). This second MDR is being submitted for the second suspect product (juvederm ultra plus xc), also a device manufactured by allergan medical. This separate distinct number is provided per the FDA's request for traceability purpose.

Manufacturer narrative:
(B)(4). The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.